Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified the shell was broken, and a portion was missing. Creases were identified on the shell. A microscopic analysis was performed which identified a broken shell with sharp edges, in addition to stress marks which were assessed as a surgical impact opening. Based on the device analysis the final assessment is: a sharp, broken edge in the shell with stress marks due to a surgical impact opening.

Event description:
Healthcare professional reports rupture. The device has been explanted and replaced. This record relates to the left device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports rupture. The device has been explanted and replaced. This record relates to the left device.